Event description:
Medtronic received a report that the solitaire stent incompletely opened and could not be removed due to resistance. The patient was undergoing treatment for an ischemic cerebral infarction located in the right pca-ba. One pass was made with the device. The parent vessel was the basilar artery which had strong tortuosity. It was reported that the solitaire stent and sofia 5f catheter were used concurrently. Even when the solitaire was deployed, the 2 markers of the proximal end were incompletely expanded. An attempt was made to collect the solitaire, but it was stuck at that site and it could not be pulled. The solitaire was tried to be collected with the sofia, but it could not get to the solitaire. The same was true for attempts made with cat6. Removal was attempted again, but a load was applied to the blood vessel in front while it was stuck in place. Due to concerns of applying further pulling force, it was left in the blood vessel as is. The blood vessel was moderately tortuous. The resistance was in the distal part of the catheter. The patient did not experience any injury or health damage. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the according to the rep, a part of it did not open because the blood vessel was too hard. According to the rep confirming with the doctor, the cause of being stuck is considered that the solitaire grasped two hard thrombus at the middle and at the distal.

Event description:
Additional information received reported that the according to the rep, a part of it did not open because the blood vessel was too hard. According to the rep confirming with the doctor, the cause of being stuck is considered that the solitaire grasped two hard thrombus at the middle and at the distal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Imf code updated/correct based on a file review with updated guidance. It was the decision of the physician to detach the stent and leave in place. There were no patient symptoms or complications associated with the event. No additional intervention was required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.